Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer loaded the cartridge onto the pump and subsequently, air bubbles were observed within the tubing. A supply change was performed resolving the issue. Customer's blood glucose was 176 mg/dl.